Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - decreased level of consciousness ¿ 4591¿ e014302.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported inaccurate cgm values. On wednesday (B)(6), the patient experienced a symptomatic hypoglycemic event as she alleged her cgm values were higher than her bg. While she was driving to pick up her granddaughter, her glucose dropped, she became dizzy, confused, ¿blanked out¿ and ¿ended up on the other side of town¿ in an unfamiliar area. Emergency medical services encountered the patient on the side of the road and treated the patient with glucose gel (cgm and bg values were not provided). Post-event, the patient returned home but could not recall how she got there. She experienced body aches, leg pain, back pain, and difficulty comprehending post event. The sensor had been inserted into the abdomen at the time of the event. Multiple unsuccessful attempts were made by dexcom technical support and medical safety to speak with the reporter; no other details were obtained. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.